Manufacturer narrative:
The manufacturer received the device for investigation on (B)(6) 2016. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A medical device notification which is referenced was sent on september 03, 2015 to the customers who may have received one or more of the affected products. The customers were advised to locate affected products, inspect for potential damages, quarantine damaged products and contact a zimmer (B)(4) representative for return of the damaged products via complaint. The packaging in the case at hand was reported as a response to the notification letter. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that on (B)(6) 2016, the packaging of cmn femoral nail, ccd 125 left, 10 mm, 44 cm was found to be ripped at box edges.

Manufacturer narrative:
Additional: model #/lot #, if follow-up, what type? Update: date received by MFR, type of reports, device evaluated by MFR?, evaluation codes, if remedial action initiated, correction/removal number, additional MFR narrative. Event summary: the complaint describes that the znn cm nails ripping at box edges. Devices analysis: - visual examination: the packaging of five affected znn nails were returned for investigation. The visual examination shows that the carton box is damaged at the corners. There are also some damages in the middle part of the packaging. -a health hazard evaluation was conducted along with a quality hold of the 180 affected skus. Additionally, a dear doctor letter, field action 9613350-08-18-2015-002-c, was sent to all hospitals and clinics that have received one or more of the products within the scope. The letter advised physicians to visually inspect affected products for damage and to return if damage is noted. All products within the worst case family within zimmer control have been sent back to winterthur. Corrective actions taken: -the new packaging design to hinder movement of the inner blister within the outer blister and modification of the outer packaging box to have two additional side flaps as reinforcement to prevent the outer blister from moving within the packaging box was implemented and technical drawings were released. Additionally, packaging-system performance testing passed all acceptance criteria per test protocol. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).